Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted because it was too small. A new 4.0cm cuff was implanted. Additional information received stated that the explanted cuff was 3.5cm and was originally implanted on the same date as it was explanted. The patient's outcome was "normal" following the surgery. Additional information received states the 3.5cm cuff was just too tight. The surgeon decided that the 4.0cm cuff was a better fit for the patient.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted because it was too small. A new 4.0cm cuff was implanted.